Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified in the pump logs; however, no failure was identified. Additionally, the cgm error issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Blood glucose was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.